Event description:
On (B)(6) 2014 PICC inserted with 5 cm catheter visible. Catheter visibility increased to max 10.5 cm noted on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014 visits. During (B)(6) 2014 visit, catheter was noted to be leaking at insertion site. Catheter removed slit noted in catheter.